Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012: the patient was pre-operatively diagnosed with: l5-s1 spondylolytic spondylolisthesis. L2-l5 lumbar spondylosis. Left partial footdrop. Gross instability at l5-s1 and underwent the following procedures: l5-s1 posterior lumbar decompression via gill procedure with removal of lamina and abnormal facets in the setting of pars defect. L4-l5 posterior lumbar decompression via laminectomy, right-sided medial facetectomy and bilateral foraminotomies to decompress the cauda equine nerve roots. L4-s1 posterior segmental instrumentation. L4-l5 and l5-s1 transforaminal lumbar interbody arthrodesis using peek cages, bmp sponge and cancellous allograft. As per op-notes, ¿..l4-s1 posterior instrumentation was achieved then 6.5 x 50 mm screws were placed bilaterally at l4 and on the right at l5. At s1, 7.5 x 45 mm screws were placed bilaterally. Next, via right sided approach, I performed a total discectomy at l4-l5 followed by an l4-l5 transforaminal lumbar interbody arthrodesis using a 12 mm peek cage. Then 0.7 ml sponge was placed inside the cage. A full 1.4 ml sponge and additional 0.7 ml sponge were placed anterior and contralateral to the cage. Then, 9 ml of cancellous allograft were placed anterior and contralateral to the cage. Then, 3 ml of cancellous allograft was placed posterior to the cage after implantation. I then turned my attention to l5-s1 via a left sided approach. A total discectomy was performed, followed by an l5-s1 transforaminal lumbar interbody arthrodesis using a 10 x 26 mm peek cage. Then, 0.7 ml sponge of bmp was placed inside the cage. Then 1.4 ml sponge and an additional 0.7 ml sponge of bmp were placed anterior and contralateral to the cage prior to implantation. Next, rods were inserted on the other side, set screws applied and final tightened..¿ no patient complications were reported. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.